Manufacturer narrative:
This record is a consolidation of records summarized as part of FDA¿s voluntary malfunction summary reporting program. The device was returned to resmed and an evaluation confirmed the complaint. The power supply unit was replaced to address this issue. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. (B)(4).

Event description:
This report summarizes <noe> 1 </noe> malfunction event where it was reported to resmed that astral 100 device failed to charge its battery. There was no patient harm or serious injury reported as a result of these incident.